Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons come out of the applicator upside down [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons came out of the applicator upside down. No injury reported.